Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod4¿s. During the procedure, prior to use, a pod4 was advanced into a saline tray for inspection and no abnormality was noticed. However, while attempting to advance the pod4 into a non-penumbra microcatheter, the physician experienced resistance after advancing the pod4 approximately five centimeters within its introducer sheath. The physician then pushed and pulled the pod4 pusher assembly several times but resistance was still felt at the same position; therefore, the pod4 was removed. The physician then opened a new pod4 and attempted to advance it through the microcatheter; however, the physician was unable to place the pod4 in the desired location due to the high flow of the vessel. Therefore, the pod4 was removed with no damage and the procedure was completed using a non-penumbra non-adhesive liquid embolic agent. It should be noted that there was no alleged deficiency against the second pod4. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 117.0, 119.0 and 122.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the first returned pod4 revealed that the embolization coil winds were offset. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the initial resistance could not be determine. During the functional test, resistance was encountered while attempting to advance pod4 within its introducer sheath and the pod4 could not be advanced any further. Further evaluation of the returned pod4 revealed that the introducer sheath had coagulated blood inside and the pusher assembly was kinked. The coagulated blood likely contributed to the resistance encountered during the functional test. Furthermore, evaluation of the returned pod4 revealed that the pusher assembly was kinked and the introducer sheath was ovalized. The kinks to the pusher assembly and the ovalization to the introducer sheath likely occurred due to forceful advancement against resistance during the procedure. Evaluation of the second returned pod4 revealed that the pet lock was broken and the embolization coil was detached from its pusher assembly. If the pet lock is broken on the proximal end of the pusher assembly and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. However, this damage was likely incidental to the reported issue and likely occurred after the procedure as the reported complaint indicated that the pod4 was removed with no damage. Evaluation of the returned non-penumbra microcatheter revealed that the catheter was stretched. The root cause of this damage could not be determine. During the functional test a stainless steel mandrel could not be advanced through the hub of the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.